Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated after inserting the sensor, it completed the 2-hour warm-up and he received a sensor error message, 4 hours later. He contacted his physician on (B)(6) 2019 and was advised to replace the sensor; however, when he removed the sensor, the wire detached and remained in his skin. He went the emergency department to have the sensor wire removed with tweezers. At the time of contact, the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.